Event description:
It was reported that during a colorectal anastomosis procedure the clips would not hold after placing. The defective clips were removed. The surgeon used another procedure to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.